Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - additional device name: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy d2b - additional product code: gbo, lje e1 - (B)(6). G4 - PMA/510(k) #: k173035 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the metal stiffening cannula was unable to be removed from an ultrathane mac-loc locking loop multipurpose drainage catheter during an abdominal abscess drainage procedure on a 61-year-old female patient. A new like device was opened to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported that the metal stiffening cannula was unable to be removed from an ultrathane mac-loc locking loop multipurpose drainage catheter during an abdominal abscess drainage procedure. A new like device was opened to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used catheter was returned to cook for evaluation. Upon visual inspection, the supplied disposable stiffening cannula was received inserted into the catheter. During tabletop testing, the disposable stiffening cannula was able to be removed from the catheter. The disposable cannula was reinserted and removed again from the catheter, encountering no difficulty. The inner diameter of the catheter and the outer diameter of the disposable stiffener were both confirmed to be within specification with no visible evidence of surface defects. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one relevant non-conformance, in which all non-conformance devices were scrapped prior to further processing of the order. All remaining devices in the lot underwent 100% verification. A database search did not identify any other events associated with the reported device lot. Cook also reviewed product labeling. The product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, IFU and DHR suggests that the device was manufactured to specification, and that there are no non-conforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, it was concluded the cause of this event could be traced to a component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.